Event description:
Reported fragmented catheter at time of removal. 16 y.o. Female pt admitted to hosp for tpn and catheter inserted 5/14/97 without difficulty. Catheter was trimmed to 20cm. No problem trimming catheter. No problem peeling away needle introducer during the insertion procedure. IV therapy completed 5/18/97 and catheter removed by floor rn. As rn was pulling out catheter she felt a "pop". 17.5cm was removed and 2.5cm was left in vein. Catheter had fragmented during the removal procedure. X-ray confirmed catheter fragment in antecubital fossa. By the time the pt got to or the catheter had migrated to the lung. No tourniquet was applied to the upper arm to prevent migration. Catheter confirmed by x-ray to be in lung. Pediatric surgeon elected to just observe pt.